Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 05/21/2021. Section h3: device evaluated by manufacturer: yes. One (1) opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and reported issue not confirmed. Per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss occurred after the laser fired occurred using a patient interface on a patient's unknown eye. The flap lift was difficult and eye was found to be uneven in multiple locations. The procedure was aborted. No patient injury was reported. The patient was seen the next day with corrections and could see 20/20.